Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2023-02435. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2023-02435.

Event description:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2023-02435. The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2023-02435.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more information is available at this time.